Manufacturer narrative:
Investigation summary: this complaint is for false positive cpo when using phoenix panel nmic-311 (catalog number 449452) batch number 4254980. The customer did not return panels or phoenix generated lab reports but provided isolates and a photo of the phoenix epicenter for the investigation. The lab reports show the test sequence of the panels. To investigate, retention panels of the complaint batch and control panels were tested using customer returned isolates escherichia coli 6765 and klebsiella pneumoniae 4629 on a phoenix m50 machine and evaluated for carbapenem mic results and cpo flags. All panels tested returned the expected mics and cpo negative flags, this complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic-311 a patient isolate (klebsiella pneumoniae) had a high mic (false resistance) for the drug imipenem but when repeated it was sensitive. The user also noted that the drug ertapenem periodically gave high mics. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322 k022129 k023444 k023634 k023858 k024153 k031530 k031699 k031912 k032299 k032567 k032655 k033362 k033560 k041384 k042932 k052269 k060214 k060217 k060257 k060444 k060447 k061327 k061355 k062207 k062944 k063301 k063486 k063573 k063811 k063824 k071623 k123404 k132674 k132909 k151320 k173252 k190905 k163637 k173523 k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic-311 a patient isolate (klebsiella pneumoniae) had a high mic (false resistance) for the drug imipenem but when repeated it was sensitive. The user also noted that the drug ertapenem periodically gave high mics. No health impact or consequence reported. Report 1 of 2.